Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 247 mg/dl at the time of the call. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer stated that he was not feeling well and was unconscious for several days. The time of the hospitalization was around 5pm and the date of the hospitalization was (B)(6) 2015. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.